Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. Customer stated that insulin pump had insulin flow blocked alarm. Customer stated that they had tried all remedies. Customer was declined troubleshoot for high blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. (B)(4).